Event description:
Event was reported to (B)(4) by an attorney. The patient experienced continued incontinence with no relief of symptoms and had random loss of urine. No further information has been provided.